Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager balloon ruptured at 6 atm. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid leaked out of a pinhole rupture in the balloon over the distal marker. There were two longitudinal scratches in the balloon proximal to the pinhole rupture. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.